Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for stent graft leak reported from this lot. The reported patient effect of myocardial infarction, as listed in the graftmaster coronary stent graft system instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency. The other graftmaster stents referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that on (B)(6) 2015, the patient presented with unstable angina and during the interventional procedure of the chronic totally occluded (cto) vessel a long perforation occurred in the proximal to distal right coronary artery (rca) with the use of an unspecified device. It was noted that 5 overlapping graftmaster stents were implanted; however, there was still extravasation of blood and incomplete sealing of the perforation. Additionally, the patient experienced a small pericardial effusion and a nstemi (non-st elevation myocardial infarction). The perforation was treated with a long balloon inflation and although the cto was successfully opened, it was intentionally closed to seal the perforation. There was no reported adverse patient sequela. On (B)(6) 2015, the patient was discharged home. No additional information was provided.